Event description:
The customer reported the system is displaying black images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the display adapter board needs to be replaced. (B) (4).